Manufacturer narrative:
Internal complaint number: 450731. The lot # 25155316 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned outside of the cannula. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects observed. There was no resistance felt when inserting the harvesting device into the cannula. A mechanical evaluation was conducted on the c-ring. The blue toggle was manipulated to extend and retract the c-ring, with no physical or visual defects observed. The c-ring on the cannula was observed to be intact, no visual defects were observed. The harvesting device was observed to be intact, no physical or visual defects were observed. Based on the returned condition of the device, the reported failure "fitting problem " was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, the harvester was using the hemopro device to harvest the saphenous vein. After the dissection process was completed, the harvester prepared to perform branch ligation. However, upon inserting the bisector into the hemopro cannula, it was noticed that the bisector did not slide easily through the cannula. The bisector appeared to get stuck in certain parts of the cannula which required more force to move the bisector back and forth. Due to this defect, it did not seem safe to use. Therefore, the device was removed from the surgical field and a new hemopro was opened. The remainder of the case was finished with no further issues. No adverse outcomes occurred due to the defect.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500, the harvester was using the hemopro device to harvest the saphenous vein. After the dissection process was completed, the harvester prepared to perform branch ligation. However, upon inserting the bisector into the hemopro cannula, it was noticed that the bisector did not slide easily through the cannula. The bisector appeared to get stuck in certain parts of the cannula which required more force to move the bisector back and forth. Due to this defect, it did not seem safe to use. Therefore, the device was removed from the surgical field and a new hemopro was opened. The remainder of the case was finished with no further issues. No adverse outcomes occurred due to the defect.